Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'pres control(mode) not avail.' During a case. The unit was switched to manual mode to complete the case. There is no report of patient injury.